Manufacturer narrative:
Continuation of d10: product ID: evfxplus-23 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, it was noted that the patient had a borderline annulus size between 23 mm and 26 mm. A small sinus of valsalva diameter influenced the initial choice of using a 23 mm valve. During the deployment of the 23 mm valve, there was movement at 80% deployment. A total of two attempts were made to deploy the valve, and it was recaptured both times due to positioning difficulties. Following the second recapture, the valve was withdrawn from the patient. Subsequently, the decision was made to upsize to a 26 mm valve, which was prepped and implanted in the patient successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5 d4 continuation of d10: product ID safari (lot: n/a); product type: guidewire; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was at the bottom of pigtail. The valve dislodged aortic during deployment. A non-medtronic guidewire (safari) was used during the procedure.